Manufacturer narrative:
Batch records, final and qc product were reviewed for lot cov2010020. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection complied with the dmr. Retained samples were checked and the issue could not be reproduced. The root cause could not be determined since the false positive may also happen due to many other factors.

Event description:
False positive result(s). Customer stated "I used a flow flew covid 19 antigen home test and received suspicious results. Did the test per package directions, except also swabbed throat per guidance from research, and received a weak positive result. Three hours later I performed a supervised naat test (no throat swab per supervised procedure), received a negative test result. Did another rapid antigen test from another manufacturer (same procedure deviation above), received a negative result. Did another flow flex rapid antigen test same procedure and received again a weak positive result. I had a nasal congestion, nasal congestion resolved between the naat test and rat test. No covid-specific symptoms appeared as they did during my previous covid infection (cough, lung capacity reduction, difficulty exercising)."